Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy bypass procedure, the needle was dropped out of the jaws. They opened another handle and that point and the same thing happened. It worked and then with the 2nd or 3rd reload, it dropped the needle. They opened another handle to resolve the issue and complete the case. Patient status was unknown.